Event description:
It was reported by the rep that the (1) ems was used during a laparoscopic hernia procedure. It was reported that while attempting to fix the mesh piece in place with an ems the instrument jammed. The surgeon was able to clear the instrument and continue. The device jammed every 4-5 staples. The case was completed without injury to the patient.